Event description:
It was reported that the pt had full revision surgery on (B)(6) 2010 due to a lead discontinuity and low battery life. Explanted products were returned to the manufacturer. The generator underwent analysis which did not reveal any anomalies and confirmed the expected end of service condition. Analysis on the lead is pending. Attempts for further info have been unsuccessful to date.